Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician was able to deploy the stent . However, the stent could not be fully expanded, ¿the force of the stent was insufficient¿. The stent was removed using a snare and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed wallflex biliary rx delivery system was returned for analysis; the stent was not returned. No issues were noted with the device. The investigation could not confirm the reported event based on the condition of the returned device. However, the reported event was most probably due to anatomical or procedural factor encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician was able to deploy the stent . However, the stent could not be fully expanded, ¿the force of the stent was insufficient¿. The stent was removed using a snare and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.